Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer and analyzer had stopped working. A message was displayed that the analyzer was not communicating. The analyzer was taken out of the bay and put it back in, and it started working normally. The programmer and analyzer remain in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.